Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lumpectomy, an electrode became loose and fell out of the pencil. It fell into the patient cavity but was retrieved by hand. Another electrode was opened and was used to complete the case. There was no patient injury.